Event description:
Caller reports pt tested 2.9 inr on the coaguchek xs system and 2.23 inr on a comparison lab. Coumadin unchanged based on lab result. No adverse events reported. Requested return of suspect system and replacement sent.